Event description:
Caller reported that t:slim x2 pump battery was not charging and required manipulation at the cable connection to succeed. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.